Event description:
It was reported by service report that the brake pedals are jammed on both sides of the bed. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: brake crank assemblies.